Manufacturer narrative:
Additional info: b5, g3, h2, h11. Based on additional information received this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Additional information was received indicating the exchange occurred approximately three weeks after implantation of the initial iol. In the surgeon's opinion, the most likely cause of the event was that the patient could not neuro-adapt.

Manufacturer narrative:
According to the reporting facility, the device was discarded and not available for evaluation. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information provided, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
The device was discards and not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that approximately six weeks after implantation of an intraocular lens (iol) into the eye, the lens was exchanged with a toric monofocal iol due to the patient experiencing unresolved glare/halo disturbances. Additional information was requested, but not received.